Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a hole in the pouch at the top seal location. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a peritoneal dialysis (pd) transfer set was damaged. This issue was further described as, ¿package damage and unable to be used¿. This was observed before use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.